Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside the united states.

Event description:
It was reported that there is a history of gradually increasing shock impedance measurements with the associated right ventricular (rv). Out of range measurements, greater than 125 ohms were observed with the previously implantable device and with this implantable cardiovert defibrillator (ICD). The patient experienced an episode of ventricular fibrillation (vf) which was successfully terminated with a 41j shock. Device interrogation following the event noted an alert for error (code 1005) indicating an open circuit condition was detected during shock delivery. Review of daily shock impedance measurements noted measurements between 100 ohms to 120 ohms with a delivered impedance measurement greater than 125 ohms. A boston scientific technical services consultant documented and discussed the reported clinical observations. The system remains in service and no adverse patient effects were reported. The boston scientific local area sales representative was contacted multiple times for event outcome. No further information is available at this time. Should additional details become available, this report will be updated.